Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that (B)(6) forwarded an email from (B)(6)"at 2:30 pm on (B)(6) 2025, (B)(6) called to report an incident that allegedly involved the following product or device: bed. (B)(6) reported that the following occurred at last night on (B)(6) 2025: customer reported the foot end of the bed dropped quickly with a resident in it. (No injury tho). Our maintenance team replaced the bed and then inspected the issue. The shaft in the motor that raises and lowers the foot of the end of the bed broke. There were no injuries according to (B)(6). The product has been taken out of use. The resident's weight is customer did not give a weight but said the one item that was checked first was the safe working load is listed at 450lbs and the resident is well under that, so that should not be a factor in the problem. (B)(6). Complaint#: (B)(4) and ra#: 84096615 were entered into our system to have the bed returned for investigation. As of this writing, the bed has not been returned.